Event description:
Patient presented to the physician with a speech impediment and swelling in the posterior tongue region, base of tongue, and lingual tonsil area. Imaging performed showed tongue deviation to the right consistent with neuropraxia. Physician prescribed steroids.